Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Patient information not provided, UDI not provided, re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the doctor noticed that the device will drop needles. The current status of the patient is ok.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device with the appropriate display box in an undamaged condition. A needle was returned with the instrument. Under microscopic inspection, the needle was observed to have a witness mark on the cones. Sheering on the toggle switches was observed under microscopic inspection. The instrument was loaded with a needle from the post marketing vigilance (pmv) and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Product analysis suggests the product was used in a surgical procedure. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The IFU states, toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and reassessed at that time.